Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, inflammation, fever, vomiting, nausea and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Post-market surveillance: ":juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of 12/31/2012 the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that 2 days after injection with one syringe of juvederm voluma xc in the "v1-zygomatic arch and v4-submalar region," and concomitantly with one syringe of juvederm ultra plus xc in the nasolabial folds and oral commissures, the patient developed swelling at the juvederm voluma xc injection site, fever, nausea and vomiting. Patient was referred to the emergency room tested positive for strep throat. The patient was started on bactrim. Seven days later the patient was still not recovering, swelling increased and mid face was inflamed. The patient was referred to the primary care physician to have the area cultured. The patient's primary care physician to have the area cultured. The patient's primary care physician started draining the area and took a culture patient has been seen every day since then and genatamicin injections are being given daily. The culture came back positive for staph bacteria. Patient is improving by continuing daily injections and visits with the primary care physician. Healthcare professional reported there was no reaction at the concomitant juvederm ultra plus xc injection sites. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00365 ((B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
The event of scar is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further follow-up with the injecting physician provided the following information: the symptoms are no longer ongoing. The patient reported feeling better but reports having ¿pits¿ where injection in face was and area was drained. The primary care physician told the patient that ¿fat pads¿ may have been lost and may not return.